Event description:
Medtronic received a report that the marathon catheter experienced resistance and marker band dislodgement. The patient was undergoing treatment for an arteriovenous malformation. The access vessel was the middle cerebral artery with a 3 mm diameter. It was reported that during preparation, after the marathon catheter was inserted into theguide post and an attempt was made to insert it into the guiding catheter, resistance was felt within the guidepost. When removal was attempted, it could not be withdrawn, and upon applying additional force, the catheter tip was severed, resulting in discontinuation of use. The marker band was external due to preparation. There was no additional surgical or medical treatment performed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.